Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (underwent a salpingectomy due to complications from the essure) and surgery (underwent a salpingectomy due to complications from the essure). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, hypersensitivity and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, hypersensitivity and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device / they punctured my tubes"), uterine perforation ("perforation (uterus)") and device expulsion ("migration of essure (uterine cavity)") in a 30-year-old female patient who had essure (batch no. 882480(invalid), b82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on tha same day/ ablation". The patient's previously administered products included for an unreported indication: progesterone and nuvaring. Concomitant products included paracetamol (acetaminophen) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish / anxiety"). The patient was treated with surgery (bilateral salpingectomy (surgical removal of coils) and underwent a salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, hypersensitivity, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: did not underwent essure confirmation test. Patient tolerated the procedure very well quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device / they punctured my tubes"), uterine perforation ("perforation (uterus)") and device expulsion ("migration of essure (uterine cavity)") in a 30-year-old female patient who had essure (batch no. 882480(invalid), b82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation perfomred on tha same day/ ablation". Concomitant products included paracetamol (acetaminophen) since 2014. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish / anxiety"). The patient was treated with surgery (bilateral salpingectomy (surgical removal of coils) due to complications from the essure). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, hypersensitivity, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: did not underwent essure confirmation test. Patient tolerated the procedure very well most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: lot number. Event reported term were updated for events menorrhagia, anxiety. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device / they punctured my tubes'), uterine perforation ('perforation (uterus)') and device expulsion ('migration of essure (uterine cavity)') in a 30-year-old female patient who had essure (batch no. 882480-inv, b82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation perfomred on tha same day/ ablation". The patient's medical history included menorrhagia. Previously administered products included for an unreported indication: progesterone and nuvaring. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), paracetamol (acetaminophen) since 2014 and progesterone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish / anxiety"). The patient was treated with surgery (bilateral salpingectomy (surgical removal of coils), salpingectomy, laparascopic removal of hydroperitoneum, uterine cauterization,uterus,fallopian tubes and underwent a salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown and the hypersensitivity and pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: did not underwent essure confirmation test. Patient tolerated the procedure very well. Lot number: b82480 manufacturing date: 2013-10-18 expiration date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device / they punctured my tubes'), uterine perforation ('perforation (uterus)') and device expulsion ('migration of essure (uterine cavity)') in a 30-year-old female patient who had essure (batch no. 882480(invalid), b82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation perfomred on tha same day/ ablation". The patient's medical history included menorrhagia. Previously administered products included for an unreported indication: progesterone and nuvaring. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), paracetamol (acetaminophen) since 2014 and progesterone. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish / anxiety"). The patient was treated with surgery (bilateral salpingectomy (surgical removal of coils), , laparascopic removal of hydroperitoneum, uterine cauterization). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown and the hypersensitivity and pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: did not underwent essure confirmation test. Patient tolerated the procedure very well quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)-2020: pif received.outcome updated as recovered resolved of previous events pain and allergy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device / they punctured my tubes"), uterine perforation ("perforation (uterus)") and device expulsion ("migration of essure (uterine cavity)") in a 30-year-old female patient who had essure (batch no. 882480-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on tha same day/ ablation". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a salpingectomy due to complications from the essure), surgery (bilateral salpingectomy, (surgical removal of coils)) and surgery (underwent a salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, hypersensitivity, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: did not underwent essure confirmation test. Patient tolerated the procedure very well most recent follow-up information incorporated above includes: on 25-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device / they punctured my tubes") and uterine perforation ("perforation (uterus)") in a 30-year-old female patient who had essure (batch no. 882480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on tha same day/ ablation". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure (uterine cavity)"), pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a salpingectomy due to complications from the essure) and surgery (bilateral salpingectomy, (surgical removal of coils)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, hypersensitivity, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: did not underwent essure confirmation test. Patient tolerated the procedure very well most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, reporter added, lot number received, concomitant condition added, abnormal bleeding (vaginal, menorrhagia), fatigue, pain, perforation (uterus), psychological/psychiatric problems (depression and mental anguish), event device expulsion was replaced with event migration of essure (uterine cavity), event outcome for event pelvic pain updated from unknown to recovering resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device / they punctured my tubes'), uterine perforation ('perforation (uterus)') and device expulsion ('migration of essure (uterine cavity)') in a 30-year-old female patient who had essure (batch no. 882480-inv, b82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on tha same day/ ablation". The patient's medical history included menorrhagia. Previously administered products included for an unreported indication: progesterone and nuvaring. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), paracetamol (acetaminophen) since 2014 and progesterone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish / anxiety"). The patient was treated with surgery (bilateral salpingectomy (surgical removal of coils), salpingectomy, laparoscopic removal of hydroperitoneum, uterine cauterization,uterus,fallopian tubes and underwent a salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vaginal haemorrhage, heavy menstrual bleeding, fatigue, depression and anxiety outcome was unknown and the hypersensitivity and pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, heavy menstrual bleeding, hypersensitivity, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: did not underwent essure confirmation test. Patient tolerated the procedure very well. Lot number: b82480 manufacturing date: 2013-10-18 expiration date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device / they punctured my tubes'), uterine perforation ('perforation (uterus)') and device expulsion ('migration of essure (uterine cavity)') in a 30-year-old female patient who had essure (batch no. 882480(invalid), b82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation perfomred on tha same day/ ablation". The patient's medical history included menorrhagia. Previously administered products included for an unreported indication: progesterone and nuvaring. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), paracetamol (acetaminophen) since 2014 and progesterone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), depression ("depression") and anxiety ("mental anguish / anxiety"). The patient was treated with surgery (bilateral salpingectomy (surgical removal of coils), , laparascopic removal of hydroperitoneum, uterine cauterization). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown and the hypersensitivity and pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: did not underwent essure confirmation test. Patient tolerated the procedure very well quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received.outcome updated as recovered resolved of previous events pain and allergy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report